Manufacturer narrative:
MDR (B)(4). Device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada on (B)(6) 2024, it was reported that six out of ten infusion sets have failed to last less than a day due to leakage. Infusion sets have been in use for hours not for a complete day. The sets have been leaking out from the bottom that clips to the pump and the patient states the tubing did not come apart. No further information available.